Event description:
On (B)(4) 2012, customer reported a fluid leak at the top of the retic mixing chamber of the lh750 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a leak at the retic mixing chamber. Fse noted that the tubing on top of the retic mixing chamber was cut. Fse replaced the cut tubing and verified the repairs per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).